Manufacturer narrative:
During the device evaluation, the technician determined the error was due to an electronic failure of pcb 050. The device was repaired and returned to the user facility.

Event description:
It was reported that during testing conducted at the manufacturer facility the core console with integral irrigation pump displayed a bias current message, signaling a condition occurred in which the device has the potential to run without user activation. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.